Event description:
Product analysis (pa) was performed on the returned generator. The reported allegation of ¿¿increased seizures¿ & ¿stimulation not perceived¿ cannot be evaluated in the pa laboratory setting. The reported low battery eos = yes was confirmed in pa. During the bench interrogation, the pulse generator interrogated at a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset. Therefore, the system diagnostics, final electrical test, and monitoring could not be performed. The diagnostic vbat calculation result was 1.700 volts. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.915 volts. The data in the diagaccumconsumed memory locations revealed that 13.253% of the battery had been consumed. The postburn electrical test results showed that the pcba performed according to functional specifications. The electrical performance of the generator, as measured in the pa lab was used to conclude that no anomalies exist and the end-of-service (eos) condition is an expected event. There were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Information was received that during pre-op, the patient¿s device was interrogated and found to be at end of service pulse disabled, therefore system diagnostics could not be performed; however, it was showing there was high impedance. During the surgery, any part of the lead and generator that was visible was indicated to be fine. After the battery was replaced and connected to the lead, impedance reading was good in the or and post-op. The explanted generator has been received for product analysis to be performed.

Event description:
Clinic notes for the patient were received indicating the patient has been referred to have battery replaced since it is at 0% battery life remaining per interrogation. It was also indicated that the patient has had an increase in seizures for the past year and has not been able to perceive stimulation for the past two years. It was stated by the sales rep that the patient has high lead impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.